Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised because she felt as though she was subluxing. Evidence of subluxation was reportedly found intra-operatively. Update rec'd 10/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. We are now reporting the liner and head due to litigation being received. Update 01/31/2017¿ pfs and medical records received. Pfs also alleges metal shavings and discomfort. After review of the medical records for MDR reportability, the revision operative note indicated instability, subluxation, and malpositioned cup. There was no mention of metal shavings within the revision operative note. The cup is being added to the complaint. While removing the primary cup a piece of metal broke off the moreland chisel-this will be covered in a different complaint. The complaint was updated on:2/9/2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: 1 new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised because she felt as though she was subluxing. Evidence of subluxation was reportedly found intra-operatively. Update rec'd 10/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. We are now reporting the liner and head due to litigation being received. Update 01/31/17¿ pfs and medical records received. Pfs also alleges metal shavings and discomfort. After review of the medical records for MDR reportability, the revision operative note indicated instability, subluxation, and malpositioned cup. There was no mention of metal shavings within the revision operative note. The cup is being added to the complaint. While removing the primary cup a piece of metal broke off the moreland chisel-this will be covered in a different complaint. The complaint was updated on:2/9/2017 / / investigation method: the reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. This complaint was investigated and closed in the previous complaint database (reference: (B)(4). The following information has been added to the complaint; however, does not affect the investigation (patient harms). It has been transferred into etq reliance to submit an initial medwatch as the liner and head were made reportable. The investigation resides on (B)(4) in the previous complaint database. / / investigation summary: update rec'd 10/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. We are now reporting the liner and head due to litigation being received. Doi: (B)(6) 2005 - dor: (B)(6) 2008. *patient is a resident of (B)(6). Patient is active. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. This complaint was investigated and closed in the previous complaint database (reference: (B)(6). The following information has been added to the complaint; however, does not affect the investigation (patient harms). It has been transferred into etq reliance to submit an initial medwatch as the liner and head were made reportable. The investigation resides on (B)(6) in the previous complaint database.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null . If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = null. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions. Added lawyer and updated patient harms. Added stem due to alleged elevated metal ions. Doi: (B)(6) 2005- dor: (B)(6) 2008 (left hip).

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).